Event description:
It was reported that the footswitch (black cable) max pedal wasn't working. No other info was provided.

Manufacturer narrative:
Results: damaged cable. Analysis summary: based on analysis results, this event is now determined to be an MDR malfunction. Visual and functional examination fund that the cable was damaged at the amphenol connector clamp proximity.